Event description:
It was reported, that during surgery, the lead displayed invalid impedance readings. After attempting to reposition and testing the lead with several trial cables the physician decided to revise the lead. Testing of the new lead was successful.

Manufacturer narrative:
Eval results: the device history sterilization records reviewed were found to meet specifications and no anomalies were found. The lead was returned without the ete cables and with a damaged stylet. The lead was visually inspected and was undamaged. The lead passed continuity testing and all channels measured less than 8 ohms. Conclusion: the claim regarding invalid impedance could no be confirmed. As returned, the lead passed functional testing and appears to be in good condition. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.